Event description:
It was reported that an angio-seal vip was deployed in the right femoral arteriotomy. Post procedure, the groin started oozing after deployment. Pressure was held and the pt was sent home. Two weeks later, the pt returned with pain in the leg. The superficial femoral artery was occluded and a CT scan showed the anchor was in the leg. Part of the anchor was snared out, and the pt is doing fine.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process, after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.